Event description:
Information received by medtronic indicated that a crack on an insulin pump caused moisture damage. Troubleshooting was performed and the outcome was insulin pump replacement. No harm requiring medical intervention was reported. The insulin pump was discontinued by the customer and returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: crack in the battery tube threads, crack in the case on the battery tube side. The pump was received without a battery cap. After battery installation, a blank display was noted. Unable to the displacement and self tests due to the blank display. The case was cut open. After visual inspection, there is severe corrosion just about everywhere inside the case especially underneath the pcba1 j7 and j6 battery connectors. There was rust on the bottom of the motor assembly. In summary, the customer¿s report of moisture damage and a crack in the case both were confirmed during testing. The blank display is due to severe corrosion. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.